Event description:
Approximately 36 day old female infant born at 27 weeks gestation. History of rds, steroid treatments, multiple pneumonias, multiple right-sided chest tubes. Transported to boston children's hospital 8/4/92 for further management with oscillator. Transferred back to john dempsey hospital/univ. Of conn. Hlth. Ctr. 8/14/92. Percutaneous catheter placed in boston for hyperalimentation. On august 16, 1992; patient had three episodes of decreased oxygen saturation requiring the administration of medication, bagging and reintubation. Cxr revealed bilateral pleural effusion. Chest taped with approximately 83cc fluid removed. Percutaneous catheter removed and discarded fluid analysis of aspirate revealed hyperalimentation fluid leakage leading to bilateral pleural effusions.infant responded well to chest tap; currently stabledevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. The device was destroyed/disposed of.